Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3389s-40, lot# v091127, implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the lead placement issue and the high impedances were ¿hcp managing.¿ the hcp was working with the patient on the next potential steps. There were no further complications reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 02-jan-2011, UDI #: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for dbs therapy indications. It was reported the patient went to have a battery replacement on (B)(6), but the hcp noticed high impedance. The hcp now needed pre-op MRI to help them with the lead placement for the left stn lead. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v091127, implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated they had not placed/implanted the leads or original device for the patient, and so the cause for the lead placement issue and high impedances was unknown. No actions/interventions had been taken yet. They were awaiting further testing prior to considering revision. The issue had not been resolved.